Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient believed that their device had turned off and they were looking for a healthcare provider who could check their implant. The patient had a return of symptoms and was having back to back flare-ups. They were getting more frequent, almost all day instead of sporadically though out the day. The patient stated that they were doing everything ¿all of the tricks of the trade they had learned to keep it down. There were no further complications reported/anticipated.